Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is not receiving effective stimualtion. . Patient has requested for system to be explanted. Surgical intervention may be pending in the future.